Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for repair of an incisional hernia. A bard/davol sepramesh ip, reference number (B)(4), lot number huwi1168, was implanted to repair the hernia defect. On (B)(6) 2017: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective sepramesh ip.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 5 months post implant of sepramesh ip, patient was diagnosed with hernia recurrence thereby underwent repair. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for repair of an incisional hernia. A bard/davol sepramesh ip, reference number (B)(4), lot number huwi1168, was implanted to repair the hernia defect. (B)(6) 2017: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective sepramesh ip. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of sepramesh ip (device #1). Per operative notes, ¿multiple fenestrations were encountered. Fenestrations had to be opened up to deal with the entire length of hernia, lysis of adhesions. A sepramesh ip (device #1) was placed below the fascia, tacked in all corners, and sutured.¿ (B)(6) 2017 - patient was diagnosed with ventral incisional hernia thereby underwent open repair. Per operative notes, ¿there were several hernias encountered. A bard flat mesh (device #2) was placed and sutured. Two separate mesh patches were used, one for the 2 herniations in upper part of the wound and the other for the 2 herniations in the lower part of the wound.¿ (note: there is no mention/visualization of previously placed sepramesh ip (device #1) during repair and no product identifiers provided for two separate mesh patches that was implanted in this procedure). Attorney alleges that the patient had pain, hernia recurrence and emotional injuries.